Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display and in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, no damage was found to the keypad. All keypad buttons responded appropriately to user input. The keypad was removed to find no damage to the button contacts. Unrelated to the original complaint, the pump case was cracked between the keypad and the case seal. A leak test was performed and failed due to a leak in the pump case. The pump was opened to find moisture damage on the printed circuit board.